Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic event of 52 mg/dl blood glucose for 30 minutes. The user treated with sweet team and glucose tabs. No outside assistance was required.